Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed ano no similar complaint found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon inserted and removed a cc420bf collamer single piece lens, during the same surgery due to the surgeon was unable to place the lens properly in the patient's eye. The lens was removed with no patient injury, no enlarged incision or sutures. A three piece lens was implanted.